Manufacturer narrative:
(B)(4).

Event description:
A 300cm v-14 controlwire guidewire was initially reported and the correct device should have been a 2.25x8mm promus element plus stent.

Manufacturer narrative:
Device evaluated by MFR.: a promus element plus, mr, ous 2.25x 8mm stent delivery system was returned for analysis. A visual and tactile examination found a hypotube break at 216mm distal of strain relief, there were also several hypotube kinks along the full catheter length noted. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and there were no issues noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
A 300cm v-14¿ controlwire® guidewire was initially reported and the correct device should have been a 2.25x8mm promus element¿ plus stent.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a guide wire fracture occurred. The target lesion was located in the left anterior descending (lad) artery. A 300cm v-14 controlwire guidewire was selected for use in a stenting procedure. It was noted that the shaft of the guidewire was broke during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient status is okay.